Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided a cause for the reported slda cannot be determined. Mitral valve insufficiency/regurgitation resulting in dyspnea and fatigue appear to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr), thickened anterior leaflet, and an enlarged atrium for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 2. On (B)(6) 2024, the patient was hospitalized with recurrent mr symptoms of fatigue and shortness of breath. The clip was only attached to the posterior leaflet and detached from the anterior. The mr was grade 3. There was no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.